Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 800mg/dl. The nurse was not able to troubleshoot at the time of call.